Manufacturer narrative:
PMA / 510(k)# k901449. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were under filling , no report of medical interventions or serious injury.